Manufacturer narrative:
This report is submitted on july 16, 2019.

Event description:
Per the surgeon, the patient experienced an infection from a trauma resulting in the device being explanted. The patient was not re-implanted with another device.

Event description:
Nil.

Manufacturer narrative:
Correction: the date cochlear became aware of the issue was (B)(6) 2019. This report is submitted on july 16, 2019.

Manufacturer narrative:
This report is submitted august 22, 2019.